Manufacturer narrative:
(B)(4). G2: foreign - event occurred in austria. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty and subsequently required a cup exchange approximately 2 years post implantation due to malposition. Postoperatively, the patient experienced increasing pain, and radiographs showed the acetabular cup was not fully seated within the acetabulum. Attempts have been made and no further information has been provided.